Event description:
It was reported that the operation check is failed. There was reportedly no patient involvement indicated. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the restored therapy ii pca kit. Upon conclusion of the evaluation, it was determined that this was a malfunction of the restored therapy ii pca kit, the replacement for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time.